Manufacturer narrative:
Results: there was no visible damage to the returned lantern. Conclusions: evaluation of the returned lantern revealed a functional device. During the functional testing, a demonstration coil was advance through the returned lantern without an issue. Therefore, the reported complaint could not be confirmed. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, while advancing a pod coil into the lantern, the physician experienced strong resistance at the hub of the lantern. The physician removed the pod coil and flushed the rotating hemostasis valve (rhv) and lantern; however, while attempting to re-advance the same pod coil, the physician experienced the same resistance issue. Therefore, the lantern was removed. The procedure was completed using a new microcatheter and the same pod coil. There was no report of an adverse effect to the patient.